Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension is listed in the product instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 8x30 xact stent will be reported under a separate MFR#.

Event description:
It was reported via a study that during a right internal carotid artery (rica) stenting procedure in a previously stented (xact 8x30) restenosed lesion, during predilatation with a non-abbott device, the patient became hypotensive. A neosynephrine intravenous drip was started. Unsuccessful attempts were made to wean the patient; however, on 4/6/11, the patient was successfully weaned and discharged to home with instructions to take midodrine for hypotension. Although requested, there was no additional information provided.